Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and not able to rewind the insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump errors 79 and 2 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.